Event description:
Pt was revised due to loosening of the tibial component. The tibial collapsed causing instability and hyperextension. Intraoperatively, noted anterior post wear on the tibial insert.

Manufacturer narrative:
Examination of the submitted devices found evidence confirming the reported event. The investigation could not draw any conclusions about the root cause of the reported event; however, the initial reporting states the pt large physical stature may be a contributing factor. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.